Event description:
Patient representative reported "plaintiff was implanted with two biocell recalled products. Shortly after their implant procedure, plaintiff developed an infection in their left breast drain tube that required removal of that implant. After multiple weeks of post-removal healing, they received a second implant to replace the first one. Plaintiff would not have had the recalled biocell products implanted had they known prior to the procedure that implantation with biocell would subject them to the risk of contracting bia-alcl, as well as the costs associated with removal, surgical, and diagnostic fees, medical monitoring, and invasive diagnostic procedures to detect bia-alcl. Plaintiff had their biocell implants removed from body." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "developed an infection in their left breast drain tube that required removal of that implant".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient representative reported "plaintiff was implanted with two biocell recalled products. Shortly after their implant procedure, plaintiff developed an infection in their left breast drain tube that required removal of that implant. After multiple weeks of post-removal healing, they received a second implant to replace the first one. Plaintiff would not have had the recalled biocell products implanted had they known prior to the procedure that implantation with biocell would subject them to the risk of contracting bia-alcl, as well as the costs associated with removal, surgical, and diagnostic fees, medical monitoring, and invasive diagnostic procedures to detect bia-alcl. Plaintiff had their biocell implants removed from body." This record is for the left side. The device has been explanted and replaced.